Event description:
The surgeon implanted a collamer lens model cc4204bf and tore during insertion. It was stated that a capsule tear occurred and a vitrectomy was performed. There were no other pt injuries indicated. The contact stated the cause of the capsule tear and lens damage were unknown. The contact could not recall the model and lot numbers of the cartridge and injector used during surgery.